Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported via the manufacturer's representative (rep) the battery depleted due to lack of compliance and an unrelated medical condition. As a result an overdischarge occurred. It was unknown when the last successful recharge session was. No patient symptoms were reported. A short physician mode recharge (pmr) was performed but didn't resolve the issue. A full pmr was performed and the power on reset (por) was cleared. Following the recovery from overdischarge the patient was receiving effective stimulation. Relevant medical history includes lumbar radiculopathy and spinal pain. The patient contacted the rep. Two days after the pmr was performed and reported the battery charged and depleted really quickly. It was reviewed with the rep. That an overdischarge damages the battery as well as high settings and multiple active electrodes drain the battery more quickly.

Manufacturer narrative:
(B)(4).